Manufacturer narrative:
(B)(4). Date of event: 2014. Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. It was noted that there were several contacts that were out on the leads. The patient underwent a procedure wherein the leads were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.